Manufacturer narrative:
There was no reported device malfunction and the product was not returned. The reported patient effect of myocardial infarction is listed in the xience sierra everolimus eluting coronary stent systems instructions for use, as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that a 3.0x28mm and a 3.50x33mm xience sierra stent were implanted on (B)(6) 2019. The patient presented with non st-elevation myocardial infarction (nstemi). On (B)(6) 2019, the patient was readmitted with cardiovascular symptoms including nstemi. Treatment performed was unspecified and the final patient outcome is unknown. No additional information was provided.